Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device was emitting tones. System evaluation was performed which noted noise and pacing impedance measurements on the right ventricular (rv) channel. A revision procedure was performed and the pacing/sensing portion of this lead was surgically abandoned and replaced. Additionally, the associated device was removed from service and replaced. No additional adverse patient effects were reported.